Manufacturer narrative:
A philips field service engineer (fse) went onsite and replaced the malfunctioning external speaker. Based on the information available and the testing conducted, the cause of the reported problem is the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating that the sound speaker was malfunctioning, and there was a communication failure. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.